Manufacturer narrative:
Abbott field service resolved the issue by troubleshooting, performing maintenance and replacing multiple parts. No returns were available. A 12 month review of complaint and trending data for each of the four parts replaced to resolve the issue did not identify any related product issues or adverse trends. The architect system operations manual provides the customer information with regard to maintenance, component replacement, limitations of result interpretation, and troubleshooting the reported issue. A specific cause for the discrepant, erratic results generated by architect c1600372 was not identified. The issue was resolved by replacing used parts and performing maintenance in a manner consistent with standard troubleshooting provided in the architect system operations manual. The device performs as intended when properly maintained. The complaint investigation information does not reasonably suggest a device malfunction caused the discrepant results. Based on the investigation performed, a deficiency is not identified.

Manufacturer narrative:
(B)(4).

Event description:
The customer observed potassium imprecision for patient samples tested on the architect c16000 analyzer. The following results were provided: patient #1 tested on (B)(6) 2015: initial result of 6.2 retested at 4.8 mmol/l. Patient #2 tested on (B)(6) 2015: initial result of 6.6 retested at 4.9 mmol/l. Patient #3 tested on (B)(6) 2015: initial result of 7.2 retested at 5.2 mmol/l. Patient #4 tested on (B)(6) 2015: initial result of 7.1 retested at 5.0 mmol/l. No adverse impact to patient management was reported.